Event description:
The pt mentioned she tested several times and received the error 4 and error 5 message and finally received a reading of 40 mg/dl and 70 mg/dl. She experienced symptoms where she "could not talk." She took emergency glucose prior to going to the hosp. She went to the hosp because of the error messages where she was given something to eat. She was told in the hosp that she had "classic low glucose syndrome." Meter readings matched the pt's symptoms and treatment in the hosp. The technique of applying blood on the test strip was correct and the test strips were in good condition. The pt had the control solution in another room and did not want to troubleshoot with the customer care agent (cca). An error 3 message indicates that the blood or control solution sample was applied before the apply sample symbol appeared on the display. An error 4 indicates that the pt may have a high glucose and may have tested in an environment near the low end of the system's operating temperature range. There also may be a problem with the test strips or the sample was improperly applied. Cca sent the pt replacement meter and testing supplies.